Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as redness and infection. The customer had contact with a health care provider who drained the infection and prescribed a seven-day supply of an unspecified antibiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Shelf life studies and dose audits were performed during product development and on market performance continues to be monitored for this product. All monitoring processes meet adc requirements. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as redness and infection. The customer had contact with a health care provider who drained the infection and prescribed a seven-day supply of an unspecified antibiotic for treatment. There was no report of death or permanent injury associated with this event.